Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that in (B)(6) 2016 on an unspecified date, the patient was admitted for elevated lactate dehydrogenase (ldh) greater than 500 u/l, and suspected pump thrombosis. It was reported that the signs and symptoms resolved. On (B)(6) 2016, upon admission for a routine heart transplant, the patient¿s ldh was found to be 510 u/l. It was unknown prior to this admission that the patient's ldh had elevated. The patient received a heart transplant on (B)(6) 2016.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the presence of thrombus. The pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing. The outflow graft bend relief, bend relief collar and the remainder of the driveline were not returned. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed the presence of pink tissue-like depositions situated adjacent to the outlet bearing ball and in contact with two stator blades. The depositions lacked laminated layering, suggesting that they did not initially form in the outlet stator; however, their specific origins could not be conclusively determined. Although a duration of time for which they were present in the pump could not be determined, the depositions were not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup, suggesting that they were not present in this location for a prolonged period of time. Examination of the remaining blood-contacting surfaces revealed no additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed depositions; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh noted prior to the patient's transplant on (B)(6) 2016. The observed depositions could not be conclusively correlated to the reported elevated ldh in (B)(6) 2016. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.